Event description:
It was reported that this pacemaker was due for a normal changeout and was replaced with a (B)(6) pacemaker. The competitor pacemaker was not interrogated and the lead measurements before then was not known. The procedure was completed successfully, and the pacemaker showed normal thresholds. Prior to discharge, the (B)(6) year-old patient experienced phrenic stimulation showing a backup pacing was occurring. The pacemaker was interrogated, and when setting the right atrial (ra) lead on bipolar or unipolar, there were phrenic pacing, the phrenic pacing disappeared once atrial pacing was stopped which confirmed the phrenic pacing coming from the ra lead. The competitor ra lead was checked, and all parameters were not good except for impedance measurement. There were low amplitude and loss of capture. The physician suspects that the issue could be from an unscrewed lead or connection issue. It was at the patient discretion to refuse to do further troubleshooting and be discharged to go home immediately. This device was programmed to wir mode, and the patient left home. The physician did not perform any x-ray, and the patient is not followed in latitude. The physician plans on performing an x-ray at the next patient follow-up. There were no adverse patient effects reported. This pacemaker and competitor right atrial lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).